Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a low reservoir alarm. The customer also reported being hospitalized with a blood glucose of 500 mg/dl. She stated she was treated with a manual injection at the hospital. The customer also reported that insulin was not being delivered to her. The customer also reported having a low blood glucose of 46 mg/dl. She stated she had treated her blood glucose with juice and peanut butter. No additional information provided.